Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose around (B)(6) 2017. The customer reported being admitted for diabetic ketoacidosis and taking off the sensor. The blood glucose value at the time of admission was between 537 mg/dl and 550 mg/dl. The customer states his wife normally takes care of these things. The customer believes he was hospitalized sunday to wednesday he thinks and is unsure of the time. The customer doesn't remember much of the day. The customer is wearing the insulin pump at the time of hospitalization, unsure. The insulin pump will not be returned for analysis.